Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that /hour glass/no readings/sensor error was reported. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient reported no readings on her cgm for approximately 6 hours and was unaware her glucose was rising. The patient was at party and at an unknown time later, she started feeling dizzy and fainted. At 2 am, her friend called emergency medical services who transported the patient to the hospital. It was not documented when the patient regained consciousness. Once at the hospital, her bg was 450 mg/dl; she realized her pump and cgm had not displayed values for approximately 6 hours, and her pump had not delivered insulin. She could not recall if her cgm had alerted during that time. At the hospital, she was treated with IV fluids, antiemetics, and insulin. She was released after 12 hours and continued to feel unwell. No other details were provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.